Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event, concerned a (B)(6) female patient of unspecified age. Medical history and concomitant medications were unknown. The patient received insulin lispro (rdna origin) (humalog) from a cartridge via a humapen, unknown model, 18 units in the morning, 8 units in the night subcutaneously, for the treatment of diabetes mellitus beginning in 2008. On (B)(6) 2015, around three years after insulin lispro therapy was started, she experienced hyperglycemia thus she admitted to the hospital. Reportedly, her blood glucose levels were on 13 mmol/l (no reference ranges provided). Besides, sometime after starting insulin lispro, she had an unspecified problem with her humapen ((B)(4), lot number unknown). Information regarding corrective treatments received while hospitalization, discharge date and outcome of the event was not provided. Insulin lispro therapy was continued. The user of the humapen and its training status was not provided. The humapen model and reported humapen duration of use was not reported. Since the humapen was not being returned, evaluation was not possible. The reporting consumer did not know if the event was related to insulin lispro therapy. No offer of relatedness was made for the humapen. Edit 25-nov 2015: upon review of information received on 11-nov-2015 added a suspect device. Information received on 17-nov-2015, pc processed accordingly. Update 30-nov-2015: upon review, this case was opened to update the device regulatory fields for reporting.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. New, updated and corrected information is referenced within the update statements, please refer to update statement dated 17dec2015. No further follow up is planned. Evaluation summary a female patient reported that the injection button of her humapen device was difficult to push down. She experienced hyperglycemia. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event, concerned a (B)(6) female patient of unspecified age. Medical history and concomitant medications were unknown. The patient received insulin lispro (rdna origin) (humalog) from a cartridge via a huampen, unknown model, 18 units in the morning, 8 units in the night subcutaneously, for the treatment of diabetes mellitus beginning in 2008. On (B)(6) 2015, around three years after insulin lispro therapy was started, she experienced hyperglycemia thus she admitted to the hospital. Reportedly, her blood glucose levels were on 13 mmol/l (no reference ranges provided). Besides, sometime after starting insulin lispro, she had an unspecified problem with her humapen (pc number (B)(4), lot number unknown). Information regarding corrective treatments received while hospitalization, discharge date and outcome of the event was not provided. Insulin lispro therapy was continued. The user of the humapen and its training status was not provided. The humapen model and reported humapen duration of use was not reported. The device was not returned. The reporting consumer did not know if the event was related to insulin lispro therapy. No offer of relatedness was made for the humapen. Edit (B)(6) 2015: upon review of information received on (B)(6) 2015 added a suspect device. Information received on (B)(6) 2015, pc processed accordingly. Update 30-nov-2015: upon review, this case was opened to update the device regulatory fields for reporting. Edit (B)(6) 2015: upon review, priority of the case was updated correctly. No further information was added to the case. Update 17-dec-2015: additional information received on (B)(6) 2015 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.